Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to discharge via the attached electrode pads. Complainant indicated that the clinician attached the same electrode pads to another device and successfully shocked the patient. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.